Event description:
It was reported that the patients ipg was difficult to be charged and would not communicate with the remote control. It was also reported that the patient was experiencing inadequate stimulate despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred over the past year from the date the manufacturer was made aware.